Event description:
The customer reported to baxter a 3-lead interlink system catheter extension set that had a separation between the tubing and the luer closest to the patient. This incident involved an infusion of hyperal and lipids that were connected via a central line. A b braun pump was used and the patient was a neonate. The condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. The lot number is unknown; therefore, a batch review cannot be conducted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Correction/additional information. Three companion sample were submitted for evaluation on (B)(6) 2010. Three companion samples were submitted for evaluation. A visual examination was performed on the samples and found no abnormalities. The samples were then submitted for underwater pressure testing and no leaks were observed. The reported condition was not confirmed and no root cause was identified. A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.